Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was attempted to implant several times of extending and retracting, however, there was no suitable position of the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted several times and attempted several times of extending and retracting, however, there was no suitable position of the lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis revealed abnormalities. The field report directly observed a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was attempted to implant several times of extending and retracting, however, there was no suitable position of the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted several times and attempted several times of extending and retracting, however, there was no suitable position of the lead.